Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had insufficient or incorrect reprocessing. The customer requested assistance in handling a contamination of their olympus fleet with the chemical formalin. They accidentally put formalin in the reprocessing machine instead of alcohol. Infection control advised the customer to send in all affected scopes for repair. The customer confirmed there have been no deaths or injuries including infection to any patient due to the incorrect reprocessing with formalin. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; but was a result of insufficient reprocessing. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.